Event description:
A surgeon performed a med-tlif procedure under a mirror and attempted to insert the device between l5 / s. During the second insertion attempt, the device was broken into several pieces. All pieces were collected and the procedure was completed with a new device of the same size. No additional adverse consequences have been reported since the date of surgery. Although the surgeon reported all pieces were collected during the procedure, this report is being filed due to the possibility that some small piece(s) may remain in the patient.

Manufacturer narrative:
A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. Comments provided by the surgeon indicated the intervertebral space was narrow between l5/s1 and there were no plans to insert an interbody device originally but the implant may have been forced into the narrow disc space.